Manufacturer narrative:
The reported oad was received for analysis. A visual examination was performed and found that the driveshaft was fractured at the distal side of the crown weld. The fractured driveshaft segment was not returned. Biological material was observed on the driveshaft filars. The cause of the accumulation is unknown. Scanning electron microscopy was performed and identified mechanical polishing and possible fatigue striations on the fractured filar faces. As it was reported that 42 attempts to cross the lesion were performed, it is possible the fracture was induced by advancing the device into a tight lesion with force, however this could not be confirmed. At the conclusion of the device analysis investigation, the report of the device being unable to cross the lesion was unable to be confirmed. Additionally, the root cause of the driveshaft fracture was unable to be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device would not cross the lesion. The target lesion was 99% stenosed and located in the circumflex. Forty two passes with the oad were performed, however the device was unable to cross the lesion. A balloon and exchange catheter were used but were also unable to access the lesion, and treatment was aborted. During analysis of the device. The tip of the oad was found to be detached. There have been no reports of patient issues following the procedure and there is no evidence any portion of the device remained in the patient.